Event description:
Boston scientific received information that this right ventricular and right atrial lead were explanted due to infection. No additional adverse effects reported and no return of product is expected.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.